Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data alert. The patient then underwent an ablation procedure. While under fluoroscopy, the electrode was confirmed to have been displaced. The device was interrogated with a programmed and the patient data alert was no longer present. The s-ICD system was revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data alert. The patient then underwent an ablation procedure. While under fluoroscopy, the electrode was noted to have been displaced. The s-ICD system is expected to be revised at a future date. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data alert. The patient then underwent an ablation procedure. While under fluoroscopy, the electrode was noted to have been displaced. The s-ICD system was revised and remains in service. No additional adverse patient effects were reported.